Event description:
The reporter stated that the pt had obtained er1 on her surestep meter and was hospitalized and treated with intravenous for an elevated blood glucose of 568 mg/dl. It was also reported that the meter had read high in addition to er1.